Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500, there wasn't any energy going to the jaws of the cautery device. Another kit was opened and the procedure was completed without harm to patient.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 06/06/2022. An investigation was conducted on 06/20/2022. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the jaws. There were no visual defects observed on the harvesting jaws. The shaft of the device was observed to be bent in the center, exposing the inner contents of the shaft. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU cv000006999) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it did produce visible steam during several activations over a period of 10 minutes but shut off when the toggle was released. The pre-cautery test was repeated 5 times while the cable connections were manipulated with the no failure observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "failure to deliver energy" was not confirmed, but was confirmed for the analyzed failure "material twisted/bent shaft". A lot history record review was completed for lots 25161498, 25162372, and 25162820 the last 3 lots shipped to the account prior to the event/aware date. For the lot 25161498- the lot # 25161498 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. [Ncmr #17392-a notification was received from xpo that 1 out of 400 units was found damaged during the inbound inspection for material # vh-3500 batch # 25161498. Xpo ncmr ref#:(B)(4).]. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. For the lots 25162372, and 25162820. There were no ncmrs, rework, or deviations documented for the last 2 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.